Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that external insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 4.5 - 5.3 cm and 9.2 - 10.4 cm from the distal tip consistent with lead friction to another device or feature of the patient anatomy. External insulation abrasion breaching the outer insulation was noted at 28.7 - 29.6 cm from the distal tip consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.